Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing broken skin on his back under the therapy electrode pads. It was reported that patient was in the hospital lying on his back causing constant pressure on the therapy electrode pads. There is no alleged device malfunction. The patient's nurses applied a medicated ointment to the irritation. Follow-up indicated that the skin irritation was improving.